Manufacturer narrative:
Reported event: an event regarding issue unclear involving an unknown implant was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Pt. Called and reported that; they found out their implants were part of a recall and are due for a revision. However, pt. Does not wish to provide further information or pursue this pi any further.